Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that multiple times and multiple attempts were made to configure the adaptivestim (as). However, each time it turned out that the configuration couldn't be completed. Also tried to use the minimum 3 positions that are required to configure the as. Tried to configure the as while the patient was laying on the front, lying on the left and upright. This led to nothing. The ins was implanted in the abdomen. Additional information received reported that the cause was not identified. As was not able to be configured. No actions were taken.

Manufacturer narrative:
G2: belgium medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.